Event description:
It was reported by a peritoneal dialysis (pd) nurse this patient on pd therapy has peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting nurse stated that on (B)(6) 2026 this patient had a pd culture obtained in the outpatient pd clinic. Per the nurse, the pd culture grew the bacteria staphylococcus epidermis. The patient was treated with a 21-day course of intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. The patient was not hospitalized. However, the nurse stated the patient had symptoms of cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2026. The nurse stated the patient had a repeat pd culture which showed continued growth of the same bacteria staphylococcus epidermis. The patient was resumed on antibiotic therapy utilizing vancomycin 2 grams every 4 days on an outpatient basis. The patient continues pd treatment with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. Furthermore, the persistent nature of the peritonitis infection was suspected to be due to pd catheter (not a fresenius product) biofilm which may necessitate pd catheter removal.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient's pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. Additionally, the persistent nature of peritonitis may be due to pd catheter (not a fresenius product) biofilm. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.